Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high glucose readings after a supply change on the ilet, including continuous glucose monitor (cgm) readings around 400 mg/dl and fingerstick values up to 467 mg/dl, with subsequent manual injections producing only partial reduction; multiple guided supply changes revealed no bent cannula, no leaks, dry site, proper tubing connection with drops on fill, and the user interface was involved through coaching on meal announcements and supply changes. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified related to improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error caused or contributed to the event.